Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved after performing calibrations on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the site was unable to progress through 3d image calibrations. It was reported that image acquisitions could be viewed in other application software. Additionally the geocal file was found to be zero indicating the calibrations were missing. There was no patient present when this issue was identified. No additional information was provided.